Event description:
A pt passed away while a spacelabs spo2 sensor was in use. There was no device failure reported by the customer.

Manufacturer narrative:
The customer confirmed that no problem occurred with the spacelabs monitoring equipment. The device continues to be used by the customer. It is spacelab's policy to forward this report to the FDA because a death report was made by the customer. We have concluded that no further action is required and consider this issue closed.